Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a capsule tag at the twelve o'clock area of the capsule during laser assisted cataract surgery. When the surgeon attempted to complete the capsulorrhexis it caused a radial tear. An anterior vitrectomy was performed. The patient outcome is resolved.

Manufacturer narrative:
After review of reported event, there is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the system. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).